Event description:
Physician placed catheter and noticed a slit in the catheter. While removing it he cut in half not where slit is to get it out. They placed another catheter with no problem to the patient.